Event description:
It was reported by repair work order that the bed exit was not functioning properly. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.